Manufacturer narrative:
At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific received information that this implantable right atrial (ra) lead had eroded through the patient's skin. There were also reports of poor pacing threshold measurements. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.